Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the diagnostic catheter, a loop formed in the catheter within the right atrium. The catheter was being placed via the jugular vein, and the loop could not be removed. The patient was stable and was transferred to (B)(6) hospital for cardiovascular intervention to remove the catheter. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an image was returned and analyzed. The photo did not show any particular issue. Potentially the loop was formed in the catheter. Unable to assess further as the photo did not provide further details. In conclusion, the physical product was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.